Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was as low as 50 mg/dl. The mother stated that her son got his pump replaced 2 months ago. Three weeks ago, her son had a seizure and was in a coma. The customer was treated with glucagon. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with his health care provider regarding his low blood glucose readings.